Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to inadequate stimulation.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.